Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ error message after 5 days of wearing the adc freestyle libre 2 sensor. As a result, the customer was unable to obtain sensor scans and experienced unspecified symptoms of hypoglycemia, and received unspecified medical treatment from an hcp at their workplace. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Attempted to scan sensor with evm (evaluation module), and it did not scan. Reset the evm and scanned the sensor again, and it still did not scan. An extended investigation has also been conducted. Performed a visual inspection on the returned sensor, no abnormalities were observed. Was not able to extract data using evm and patch reader software. A watermark was observed at the base of the sensor. The sensor was de-cased and no abnormalities were observed on the printed circuit board assembly (pcba). Battery voltage was measured to be within spec. Re-heated the soldering to the application specific integration circuit (asic), but received no response when reading the returned sensor. This is an indication that the (asic) in the sensor is not functioning. Therefore, this issue is confirmed due to a dead asic. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ error message after 5 days of wearing the adc freestyle libre 2 sensor. As a result, the customer was unable to obtain sensor scans and experienced unspecified symptoms of hypoglycemia, and received unspecified medical treatment from an hcp at their workplace. No further information was provided. There was no report of death or permanent injury associated with this event.